Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. Vascular access was obtained using retrograde approach. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. After crossing a non-bsc guide wire, a 4.0 x 40, 40 cm mustang catheter balloon was advanced to dilate the lesion. The balloon was inflate once at 20 atmospheres and upon the second inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and patient's status was good.